Event description:
It was reported unspecified bd alaris¿ infusion set over-infused medication during use. No further information was provided. The following information was provided by the initial reporter: "the device was over infused the drug that might cause potential for death or serious deterioration in state of health."

Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was over infusion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported unspecified bd alaris¿ infusion set over-infused medication during use. No further information was provided. The following information was provided by the initial reporter: "the device was over infused the drug that might cause potential for death or serious deterioration in state of health."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.